Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 400 mg/dl. The customer delivered a bolus. Reportedly, the customer changed the cartridge to resolve the alarm. As the event occurred in the past, troubleshooting was unable to be performed.